Event description:
Crt pacing interrupt recording show noise on lv channel. Noise was also detected on the farfield channel. Clinician was able to recreate noise with isometric testing. Lead remains implanted but will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.